Event description:
It was reported that increased thresholds were observed along with diaphragm stimulation during implant attempt of two different leads. The two leads were not used and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.